Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician noted that the helix of the left bundle branch area pacing (lbbap) lead was defective. The lbbap lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.